Event description:
It was reported that the bd twinpak¿ dual cannula device plastic tip often cores out a piece of the rubber stopper. The following information was provided by the initial reporter: plastic tip often core out a piece of the rubber stopper.

Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd twinpak¿ dual cannula device plastic tip often cores out a piece of the rubber stopper. The following information was provided by the initial reporter: plastic tip often core out a piece of the rubber stopper.